Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to get a replacement battery cap. The customer stated that she is in the hospital due to diabetic ketoacidosis, but did not want to provide further information. The customer declined troubleshooting, and only wanted a replacement battery cap. Nothing further was reported.